Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after placing 2 clips, the applier blocks and clips did not come out anymore; used a new applier. The procedure was completed without delay and there was no patient injury.